Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 7.097 mg/day, dilaudid 1.4194 mg/day and clonidine 53.23 mcg/day (unknown concentration) via an implantable pump. Indication for use was malignant pain and carcinoma. The date of the event was approximately (B)(6) 2018 (couple days ago). It was reported the personal therapy manager (ptm) would not give him a bolus with the antenna attached. The patient heard three beeps; single tone pump alarm. The ptm had a motor stall alert; code 8476. The patient had magnetic resonance imaging a month ago but thought he had the pump checked. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found gear train anomaly/corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient reported signs and symptoms of withdrawal to the physician¿s office. The patient came into physician¿s office (B)(6) 2019 and upon interrogation it was found that the pump had been stalled for over 60 hours. It was also noted that the pump had stalled and recovered numerous times before the long standing complete stall event. The environmental, external or patient factors that may have led or contribute to the issue was reported as the physician inherited this pump patient from another physician who had retired. The pump had 3 compounded medications in it. The new managing physician thought it may be possible that the 3 non indicated medications could may have been the issue in stalling the pump. Medications included dilaudid 4.0 mg/ml, bupivacaine 20.0 mg/ml, clonidine 150 mcg/ml. The diagnostics and troubleshooting performed was the patient¿s pump was interrogated and confirmed that the pump had stalled for over 60+ hours. It also showed that pump had been stalling and recovering before this event as well. The pumps side port was also accessed and drug was pulled from catheter. The pump was also programmed to stop mode to prevent pump recovery and refilling of the catheter. The actions and interventions taken to resolve the issue was the pump was surgically replaced with a new pump. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. On (B)(6) 2019 the patient had an appointment with the hcp. The hcp determined the motor in the pain pump was not working. The patient was sent to another hcp. The patient was given medication to tide¿ her over until they got to the hcp clinic. After withdrawal of several days the pump has been surgically replaced and the dosage administered and adjusted. Due to the patient¿s hearing loss they did not hear the soft warning alarm telling them that their pump was not working. Patient weight at the time of the event was (B)(6) pounds.